Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information of the patient alleging eye, nose, skin, and respiratory irritation, dizziness and/or headache, hypersensitivity, nausea, vomiting, asthma, inflammatory response and reduce cardiopulmonary reserve. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported incorrect information in previous report. The following correction has been updated in this report. Box b1 was corrected to both. (Product problem was checked in previous MDR) box b2 was corrected to other. (Previously it was blank). Box h1 was changed from product problem to serious injury. Box h6- health effect - impact code was updated.